Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was received for evaluation. Visual inspection revealed no physical damage. Event history log review was not applicable. Functional check was performed, and the customer stated problem was confirmed that the on/off switch sometimes does not work properly. The root cause is unknown. The on/off switch will be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the on off button works sometimes, shuts itself off while treatment and beeps on the pump kit, cadd-solis vip, there was no patient involved/ human harm.